Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the use of the system is unknown, and no harm was reported to philips. Log file analysis and on-site inspection by the philips field service engineer (fse) confirmed that the system could not perform fluoro. Troubleshooting conducted by fse identified that breaker enk1 had tripped, possibly due to an incoming power surge. The breaker was reset by the fse for resolving the issue. The system was powered on and off multiple times, and both fluoro and cine functions were tested without any issue. After this repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system could not make fluoro. No harm was reported to philips. Philips has started an investigation of this complaint.